Event description:
Spiral fracture from the center to the distal part of the tibial diaphysis during external rotation 130-150 with leg positioner. Osteosynthesis has been performed with intramedullary nails on april 20. The patient bone quality is poor.

Manufacturer narrative:
Batch review performed on 13 may 2022. Lot 1213121a: (B)(4) items manufactured and released on 17-feb-2017. No anomalies found related to the problem. (No cases were reported on the original lot 1213121).